Event description:
There was no patient involved in this event. Red status indicator flashing and prompts low battery.

Manufacturer narrative:
Routine testing for this device confirmed that the pad-pak was first installed on the 30th july 2015 and the device was power cycled 3 times. The device failed each of the self-tests during these power cycles. Two self-tests failed due to a low battery and one recorded non-sensical duration. The device remained in fault mode until the 3rd september 2015. On the 3rd september a pad-pak was installed with the device passing an auto self-test. Four further power cycles occurred on the 3rd september 2015, 3 of which passed successfully and 1 failed due to a low battery warning. The returned pad-pak was then installed. The leds illuminated initially, however no further leds or speech was given. The red status led flashed throughout. A known good pad-pak was installed. The device passed an auto self-test and was manually power cycled, passing a further self-test. The device powered off with no warnings given and a green flashing status led. Investigation found the fault was due to a failure of cell within the pad-pak. The faulty cell within the pad-pak had caused the device to fail the self-tests. No fault was found with the returned device.